Event description:
Surgical laser system is not running on. Control display not working. Unaware of pt involvement.

Manufacturer narrative:
Replacement of the faulty monitor, software reinstallation and functional check performed. Equipment restored to full functionality. On original panel pc ram memory was not well connected, probably due to mechanical shock. We are unaware about delay on treatment or pt injury.